Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2 days after a robotic right colectomy, it was noted that there was a post-operative bleeding on the bowel anastomosis and post-op leak on day 14. Stopped deep vein thrombosis prophylaxis and bleeding eventually stopped. Was then readmitted with the leak. Patient was treated with antibiotics/nothing by mouth food intake.